Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - n/a. Date explanted - n/a. Remains implanted.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, a future revision procedure has been indicated due to unknown reasons. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ requested but not returned by hospital

Event description:
It was reported that patient underwent a hip revision procedure approximately nine (9) years post-implantation due to loosening of the acetabular cup.